Event description:
It was reported that the pt attended the clinic in 2007, after suffering an impact to his head over the site of the implant during a football match. He reported that the quality of sound was now very poor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.